Manufacturer narrative:
Act and escape buttons did not respond due to unlock on lcd keypad connector. Unable to perform self test and displacement test due to button keypad anomaly. Pump received with minor scratched display window, broken off battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, cracked reservoir tube window and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 580 mg/dl at the time of incident. Customer stated that the insulin pump esc and act buttons were unresponsive during rewind process. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose of 580 mg/dl and declined troubleshooting. Customer also reported that she will go to her doctor's office for backup plan. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.